Event description:
Reference number (B)(4). Event occurred in slovakia. It was reported that patient faced an event where an infusion set tubing was detached from close to site location. The event occurred on (B)(6) 2024. Patient also experienced bleeding at the site. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: slovakia. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.